Event description:
Pump was reported to underinfuse during a chemotherapy infusion. Pump was set to deliver at 11cc/hr, however pump delivered less. Pump stated 9cc left in infusion however, 100cc remained in bag. No add'l details were able to be obtained. No pt injury was reported.